Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. Customer acknowledged that discoloration is probably due to clothing dye. There was no reported adverse effect to customers blood glucose level. Reportedly customer replaced cartridge to resolve the issue.